Manufacturer narrative:
No allegation of product malfunction has been reported, no x-rays were provided to confirm the alleged event. Product remains in-situ. Product remains in-situ.

Event description:
On (B)(6) 2015 patient underwent an anterior cervical discectomy and fusion procedure. As per reporter approximately 5 days postoperatively, the patient was found to have collection of serosanguinous fluid with swelling. The sutures were opened, wound was suctioned out and irrigated with antibiotic solution. Wound was closed with no reported complications.